Event description:
Customer reportedly received the following results on an aviva meter, within 10 minutes: 200's mg/dl, 300's mg/dl and 500's mg/dl and on another day 195 mg/dl, 468 mg/dl, 160 mg/dl, and 574 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.